Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 52mg/dl. The customer was treated with carb intake and glucose at the hospital. The customer¿s current blood glucose reading was 140 mg/dl. The customer stated that he was using auto mode feature active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test guardian link communicates properly to the pump noted. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
The information provided with initial report was incomplete. The complete information has been provided in this report. (B)(4).

Event description:
The customer was hospitalized on (B)(4) 2020.